Event description:
Info received by medwatch user facility report, stating device failure "band failed to stay in place". The pt was undergoing an endoscopic procedure with multiple band ligator. It was also reported "this lead to a bleed and the pt was treated with cautery and sclerotherapy". The pt was monitored closely and admitted. Risk management was called to obtain further event detail on 12/04/2000 and 12/05/2000. No further info was provided regarding the pt, the procedure or the use of the device. Device was discarded and not available for evaluation by MFR, therefore no failure analysis is available. MFR's follow-up with the user facility revealed that no further info was available, with requests for info from two different individuals. Risk management stated no other info is available pertaining to the pt or the use of the boston scientific product. Without further info no conclusion can be made as to whether the product in use caused or contributed to the adverse event reported. MFR's directions for use state as a contraindication: "speedband superview multiple band ligator is contraindicated for pts with bleeding disorders, unless the bleeding disorder is first identified and treated appropriately, and is contraindicated for any other condition which would otherwise contraindicate gastrointestinal endoscopy. The speedband superview multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction."